Event description:
Our patient was receiving am trach care by our nurse. While cleaning exudate around inner cannula q tip (sterile) broke off and approx. 1/2" tip and plastic stick was inhaled into inner cannula. Patient became biaphoretic immediately with increased respirations of 32/min. Patient was experiencing blood tinged secretion from trach. Color of patient was rubba red. Nurse suctioned to remove excess secretions, paramedics called. Patient had some relief post suction. Patient removed to hospital where surgery was necessarydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination, other. Results of evaluation: component failure, design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, other. Invalid data - on device destroyed/disposed of status.